Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct. 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusions: the issue as described by the user was recreated during the analysis. The cause of this failure is attributed to a malformation of the guide of the screw mechanism. The finger is likely becoming wedged between the threads of the device causing the blockage, as witnessed by the user and during the laboratory investigation. Since the returned unit has been manufactured, the acceptance procedures of both the screw mechanism and the finished brf lead models have been improved by increasing the number of cycles of extraction-retraction to be applied to the screw mechanism without experiencing any abnormal behaviour, like the blocking of the screw mechanism (10 cycles repeated 3 times)

Event description:
During the reported implant attempt, difficulties were obtained while operating the fixation mechanism of the device. After extension and retraction of the helix, it could no longer be extended.